Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances related to the reported complaint condition were identified. Note: events reported via 2210968-2021-06780, 2210968-2021-06781, 2210968-2021-06783.

Event description:
It was reported that a patient underwent a CABG surgery on (B)(6) 2021 and suture was used. During the procedure, the suture broke. No adverse patient consequences were reported. No additional information was provided.